Event description:
Device 3 of 3. Reference MFR reports: 1627487-2014-0312 and 03126. It was reported the pt is no longer receiving neck stimulation and is experiencing ineffective back and leg stimulation. It was also reported diagnostics showed invalid impedance values for the scs leads. An sjm rep was unable to resolve the issues with reprogramming. Subsequently, the pt is consulting with the physician regarding surgical intervention being taken to address the issue; however, a final decision has not been made.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.